Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message resulting in elevated blood glucose levels. The user was hospitalized for seven days due to high blood glucose level of 1226 mg/dl. The treatment in hospital is unknown.